Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced into the left atrium, followed by the dilator. Postural hypotension was observed. Norepinephrine was administered to treat postural hypotension. A hematoma was visualized on the posterior aspect of the septum. The guide was retracted and de-aired. The hematoma was subsequently noted to be decreasing in size. As a result, a second transeptal puncture was performed, and the procedure was continued with deployment of the clip. The mr was reduced to grade 1 post-procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hypotension and hematoma was unable to be determined. The reported patient effect of hypotension and hematoma, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.